Manufacturer narrative:
On october 17, 2022, mentor received additional information indicating that the patient has been scheduled for bilateral breast implant replacement on (B)(6), 2022. On october 20, 2022, mentor received additional information indicating that the patient was also diagnosed with left breast capsular contracture (baker grade ii). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture this medwatch form is for the right breast prosthesis. Capsular contracture on the left breast will be reported under mrn: 1645337-2022-13504.

Manufacturer narrative:
On january 6, 2023, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2022. During the surgery, the patient's right breast capsular contracture has progressed to baker grade IV. The patient's implants were replaced bilaterally with the following devices: (right) 750cc mentor memorygel breast implant catalog: 3507504bc lot: 7583446 sn: (B)(6), and (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7696134 sn: (B)(6) . This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 17, 2023, the mentor failure analysis lab received the device for evaluation. In addition, mentor also received additional information indicating the patient's correct patient identifier. On january 22, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 600cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who's undergone primary breast augmentation with a 600cc mentor memorygel breast implant on the right breast, suffered right breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.